Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue, which does not indicate an MDR reportable event. However, during device analysis, an MDR reportable malfunction was identified, in which white residue was found inside the air/water supply channel. There was no patient involvement.